Manufacturer narrative:
The investigation determined higher than expected vitros intact pth (ipth) patient sample results were obtained when tested with vitros ipth reagent lot 1895 on the vitros 5600 analyzer, compared to results obtained on a non-vitros roche cobas analyzer. The assignable cause of the higher than expected ipth results could not be determined. There is a known vitros ipth positive bias to the roche method of approximately 20% as per customer communication (B)(4). This bias is a partial contributing factor to the difference in results between the vitros and roche methods. The customer does not conduct quality control testing to monitor the performance of vitros ipth, therefore the performance of vitros ipth lot 1895 in combination with the vitros 5600 system could not be verified. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product ipth, lot 1895. No information was provided pertaining to the sample handling or storage prior to repeat testing on the roche cobas system. Therefore, sample handling could not be ruled out as a contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) patient sample results were obtained when tested with vitros ipth reagent lot 1895 on the vitros 5600 analyzer, compared to results obtained on a non-vitros roche cobas analyzer. Patient 1, vitros ipth result of 82.4 pg/ml vs the roche cobas ipth result of 42 pg/ml patient 2, vitros ipth result of 208.7 pg/ml vs the roche cobas ipth result of 74 pg/ml patient 3, vitros ipth result of 120.2 pg/ml vs the roche cobas ipth result of 46 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer stated the vitros ipth results were not reported outside of the laboratory. No allegation of patient harm was made. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).